Event description:
It was reported that, during a tka surgery, while burring the femur, the drill stopped and the system forced to re-register the handpiece. During that process the bur would not home properly. It was opened the handpiece and was seen that the black rubber stopper was not attached to silver piece. It was manually spun the black piece upward until it was directly below the silver piece. After doing this, the bur homed properly and we were able to finish the case with no issue. Surgery was delayed, but it is unknown for how long. The patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found 78 similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut was broken. The malfunction is likely due to mechanical component failure.